Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device revealed the catheter was separated on its proximal section. The catheter outer layer and inner braided tubing were also separated on its proximal section. The catheter was severely kinked, compressed, stretched and twisted on several places along its length. The catheter approximately distal 99.0 cm section was bent and compressed on several places along its length. The catheter proximal section was severely stretched. The renegade catheter outer layer was severely stretched and separated on several places along its proximal shaft length. The catheter inner braided tubings were severely stretched and still intact in middle section. From the condition (stretched, separated) of the catheter it appears to be gone under excessive force. Used during and/or after the use. Although this incident suggests that a 'handling error' occurred while using this product. An insufficient amount of information has been provided. Therefore, the exact cause for the observed catheter damages cannot be determined.

Event description:
Review of the investigation of the returned product revealed that the catheter shaft was fractured. There were no reported clinical consequences to the patient.